Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device revealed that both cuffs successfully captured the needles during plunger deployment. However, the link was pulled from the swage end of the posterior cuff during needle plunger retraction which subsequently resulted in a failure to retrieve the suture and could appear very similar to the reported cuff miss. Therefore, the reported cuff miss is confirmed. The link detachment suggests that there was resistance encountered during plunger retraction/suture retrieval process; however, a definitive cause could not be identified during device analysis. A review of the lot history record did not revealed any non-conformances associated with this lot. Based on the information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device after a peripheral interventional procedure. Reportedly, a cuff miss occurred. A second proglide was used to achieve hemostasis. The patient did not experience any adverse sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.